Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 250 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.